Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the distal path does not return. Another device was successfully inserted. A delay in treatment was reported but did not cause harm to the patient.

Event description:
The customer alleges the distal path does not return. Another device was successfully inserted. A delay in treatment was reported but did not cause harm to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.